Event description:
It was reported that the pt was implanted a durasul alpha insert neutral kk/36 on the left side on (B)(6) 2015. The pt was revised on (B)(6) 2015 due to dislocation of the insert.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. According to the received information, the implants were revised after approximately one month in vivo due to dislocation of the insert. Based on the appearances of the retrievals and the information at hand the dislocation of the insert can be confirmed. Due to the appearance of the anchoring side of the durasul alpha insert it is assumed that the insert was not properly snapped into the shell. Indicators for this are the missing indentations from both spikes as well as the damaged and deformed pole pin. The nick found on the pole pin is most likely due to contact with the straight edge of the polar plug in the shell. This can happen when placing the insert eccentric into the shell. It can be assumed that the insert was moving and even rotating within the shell. The shell's spikes most likely scratched the back surface of the insert during these movements and caused the linear scratches observed on the insert. In addition to the movement the insert was in likely contact with the shell's circumferential edge of the snap-on feature which led to the newly formed groove in the spherical area. The abrasion seen on the outer rim of the insert most likely derived from rubbing against another implant part and / or bone. At one point in time the insert was in such a malposition or already completely dislocated that the head was able to articulate directly against the shell which led to the metallic smearing found on the head. In summary, the dislocation and subsequent damage of the insert and malfunctioning of the device likely occurred due to improper initial fixation of the insert in the shell. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider use error as root cause the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this is (B)(4).